Event description:
It was reported that the lower screen of an external pulse generator was not working. The customer is expected to return the device to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).